Manufacturer narrative:
Incident device not available for evaluation; however, product from same lot has been requested to be returned. Follow-up will be provided until close of file.

Event description:
"Mr. (B)(6) was performing a gastric band using a small allergan band. He passed the band down the trocar in the usual way and the valve and seal actually left the seal housing and passed down the trocar into the pt. It was pushed down with the band."